Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding display glass. The displacement test could not be performed due to the missing segments. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, scratched case and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was cracked and the screen difficult to read. The customer was working under a vehicle and rolled over on a rock while wearing the insulin pump, and it cracked the screen. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.